Manufacturer narrative:
The reagent lot number and expiration date were requested but not provided. Reagent issues were excluded as the correct repeat run was performed with the same reagent. Additionally, calibration and qc were within range. The customer uses micro cup which was indicated to be correctly predefined by the operator with volumes checked and sufficient. The field service engineer (fse) found the sample probe was misaligned by about 3mm from the cup's center. He readjusted it and confirmed the test and module were running back to specifications. No further issues were reported after the service visit. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable bilirubin total results for one patient sample on a cobas 6000 c501 module. The initial result was 3 umol/l. The first repeat result was 1 umol/l with a data flag. The second repeat result on another c501 module was 124 umol/l. The initial result was questioned by the doctor and was later amended.